Event description:
The hcp reported, that the pt was admitted to the intensive care unit and was intubated. The home health nurse wanted to stop the pump. The hcp indicated that the pt has pneumonia and the hcp wanted to admit the pt to ICU for that reason to manage him. A follow-up report will be sent if additional info becomes available.